Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ("during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus"), pelvic pain ("pelvic pain"), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure") and vaginal haemorrhage ("severe abnormal heavy vaginal bleeding, huge clots of blood") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children: boy was 3, girl was 6), mood swings, vaginal dryness, cervical spinal instability, malaise, fatigue, cervical cancer, tubal ligation, cholecystectomy, neck pain and musculoskeletal pain. Previously administered products included for an unreported indication: yaz in 2009 and ortho-tri-cyclen in 2003. Concurrent conditions included allergy to metals (allergic reaction to costume jewelry), bleeding, irregular menstrual cycle, ear ache, coughing, sneezing, musculoskeletal pain, mobility decreased, joint pain, shoulder pain, abdominal pain, diarrhea, orthopnea, chest pain, nausea, right upper quadrant pain, arthralgia, back pain, chills, cough, fatigue, fever, headache, myalgia, pharyngitis, vomiting, acid reflux (esophageal), heartburn, appetite disorder, abdominal cramps, endometrial biopsy, bleeding genital, painful periods, thyroiditis, rash, itching, constipation, dizziness, flank pain, flu, hidradenitis, erythema, chest wall abscess, sneezing, urine incontinence, dyspnea, urinary frequency, nocturia, shortness of breath, stress incontinence, frequency of micturition, micturition urgency, urge incontinence, vaginal bleeding, perineal pain, cystoscopy and hearing loss. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin bd), azithromycin, azithromycin (zithromax), benzocaine (vagisil), beta-lactam antibacterials, penicillins, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane), cefalexin (keflex), cefdinir, cefixime (flexeril), clavulanic acid, codeine phosphate;paracetamol (tylenol with codeine no.3), "cholecalciferol" (cholecalciferol), colestyramine (cholestyramine), docusate, estrogens conjugated (enjuvia), estrogens conjugated (premarin), etodolac, guaifenesin, guaifenesin (guaifenesin ER), hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levofloxacin (levaquin), lidocaine, medroxyprogesterone acetate (depo provera) since on (B)(6) 2012, meloxicam, meloxicam (mobic), methocarbamol (robaxin), methylprednisolone, nystatin, omeprazole (prilosec), orphenadrine citrate, oseltamivir phosphate (tamiflu), permethrin, progesterone (prometrium), ranitidine hydrochloride (zantac), solifenacin succinate (vesicare), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim ds), tizanidine hydrochloride (tizanidine hcl), tramadol and varenicline tartrate (chantix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant) and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). On (B)(6) 2012, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding with "blood" clots"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced phlebitis superficial ("mondor's disease"). On an unknown date, the patient experienced allergy to metals ("allergy to the metal nickel"). On an unknown date, the patient experienced thrombophlebitis ("thrombophlebitis"). The patient was treated with estrogens conjugated, progesterone (prometrium) and surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding and on (B)(6) 2016, total vaginal hysterectomy with essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the procedural haemorrhage, loss of consciousness, complication of device insertion and thrombophlebitis outcome was unknown and the allergy to metals, phlebitis superficial and dysfunctional uterine bleeding had resolved. The reporter considered allergy to metals, complication of device insertion, dysfunctional uterine bleeding, loss of consciousness, pelvic pain, phlebitis superficial, procedural haemorrhage, thrombophlebitis and vaginal haemorrhage to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2012: assessment: normal results: no acute pelvic or intra-abdominal abnormalities; on (B)(6) 2012: impression: no evidence of acute intra-abdominal or pelvic abnormality. Hysterectomy: on (B)(6) 2016: result: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy. Hysterosalpingogram: on (B)(6) 2012: assessment: normal results: tubal occlusion confirmed; on (B)(6) 2012: result: there is a small nodular filling defect at the left cornu. This may represent a trapped air bubble. The endometrial canal looks otherwise intact. Ultrasound scan vagina: on (B)(6) 2014: results: no result provided. ¿concerning the injuries reported in this case, the following one confirmed in patients medical record: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received: events-dysfunctional uterine bleeding was added. Concomitant drugs were added. Concomitant conditions were added. Lab tests were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural hemorrhage ('during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus'), pelvic pain ('pelvic pain') and vaginal hemorrhage ('severe abnormal heavy vaginal bleeding, huge clots of blood\abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children: boy was 3, girl was 6), mood swings, vaginal dryness, cervical spinal instability, malaise, fatigue, cervical cancer, tubal ligation, cholecystectomy, neck pain, musculoskeletal pain, night sweats, uterine bleeding and dysplasia. Previously administered products included for an unreported indication: yaz in 2009 and ortho-tri-cyclen in 2003. Concurrent conditions included allergy to metals (allergic reaction to costume jewelry), hemorrhage nos, irregular menstrual cycle, ear ache, coughing, sneezing, musculoskeletal pain, mobility decreased, joint pain, shoulder pain, abdominal pain, diarrhea, orthopnea, chest pain, nausea, right upper quadrant pain, arthralgia, back pain, chills, cough, fatigue, fever, headache, myalgia, pharyngitis, vomiting, acid reflux (esophageal), heartburn, appetite disorder, abdominal cramps, endometrial biopsy, bleeding genital, painful periods, thyroiditis, rash, itching, constipation, dizziness, flank pain, flu, hidradenitis, erythema, chest wall abscess, sneezing, urine incontinence, dyspnea, urinary frequency, nocturia, shortness of breath, stress incontinence, frequency of micturition, micturition urgency, urge incontinence, vaginal bleeding, perineal pain, cystoscopy, hearing loss and uterine prolapse. Concomitant products included amoxicillin, amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin, azithromycin (zithromax), benzocaine (vagisil), beta-lactam antibacterials, penicillins, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane), cefalexin (keflex), cefdinir, cefixime (flexeril), clavulanic acid, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), colestyramine (cholestyramine), docusate;senna alexandrina (docusate;senna), estrogens conjugated (enjuvia), estrogens conjugated (premarin), etodolac, guaifenesin, hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levofloxacin (levaquin), lidocaine, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, meloxicam, meloxicam (mobic), methocarbamol (robaxin), methylprednisolone, nystatin, omeprazole (prilosec), orphenadrine citrate, oseltamivir phosphate (tamiflu), permethrin, progesterone (prometrium), ranitidine hydrochloride (zantac), solifenacin succinate (vesicare), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim ds), tizanidine hydrochloride (tizanidine hcl), tramadol and varenicline tartrate (chantix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural hemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure") and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). In (B)(6) 2012, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding with bllod clots"). On (B)(6) 2012, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced phlebitis superficial ("mondor's disease"). On an unknown date, the patient experienced allergy to metals ("allergy to the metal nickel"). On an unknown date, the patient experienced thrombophlebitis ("thrombophlebitis") and autoimmune disorder ("auto immune disorder"). The patient was treated with estrogens conjugated, and surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding and on (B)(6) 2016, total vaginal hysterectomy with essure removal, placement of pubovaginal slip). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal hemorrhage had resolved. At the time of the report, the procedural hemorrhage, loss of consciousness, complication of device insertion, thrombophlebitis and autoimmune disorder outcome was unknown and the allergy to metals, phlebitis superficial and dysfunctional uterine bleeding had resolved. The reporter considered allergy to metals, autoimmune disorder, complication of device insertion, dysfunctional uterine bleeding, loss of consciousness, pelvic pain, phlebitis superficial, procedural hemorrhage, thrombophlebitis and vaginal hamorrhage to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved she had a total vaginal hysterectomy with essure removal and placement of pubo vaginal slip in 2016. It was noted that her side walls were oozy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: assessment: normal results: no acute pelvic or intra-abdominal abnormalities; on (B)(6) 2012: impression: no evidence of acute intra-abdominal or pelvic abnormality.. Hysterectomy - on (B)(6) 2016: result: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy. Hysterosalpingogram - on (B)(6) 2012: assessment: normal results: tubal occlusion confirmed; on (B)(6) 2012: result: there is a small nodular filling defect at the left cornu. This may represent a trapped air bubble. The endometrial canal looks otherwise intact.. Ultrasound scan vagina - on (B)(6) 2014: results: no result provided. ¿concerning the injuries reported in this case, the following one confirmed in patients medical record: dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ('during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus'), pelvic pain ('pelvic pain') and vaginal haemorrhage ('severe abnormal heavy vaginal bleeding, huge clots of blood\abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children: boy was 3, girl was 6), mood swings, vaginal dryness, cervical spinal instability, malaise, fatigue, cervical cancer, tubal ligation, cholecystectomy, neck pain, musculoskeletal pain, night sweats, uterine bleeding and dysplasia. Previously administered products included for an unreported indication: yaz in 2009 and ortho-tri-cyclen in 2003. Concurrent conditions included allergy to metals (allergic reaction to costume jewelry), haemorrhage nos, irregular menstrual cycle, ear ache, coughing, sneezing, musculoskeletal pain, mobility decreased, joint pain, shoulder pain, abdominal pain, diarrhea, orthopnea, chest pain, nausea, right upper quadrant pain, arthralgia, back pain, chills, cough, fatigue, fever, headache, myalgia, pharyngitis, vomiting, acid reflux (esophageal), heartburn, appetite disorder, abdominal cramps, endometrial biopsy, bleeding genital, painful periods, thyroiditis, rash, itching, constipation, dizziness, flank pain, flu, hidradenitis, erythema, chest wall abscess, sneezing, urine incontinence, dyspnea, urinary frequency, nocturia, shortness of breath, stress incontinence, frequency of micturition, micturition urgency, urge incontinence, vaginal bleeding, perineal pain, cystoscopy, hearing loss and uterine prolapse. Concomitant products included amoxicillin, amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin, azithromycin (zithromax), benzocaine (vagisil), beta-lactam antibacterials, penicillins, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane), cefalexin (keflex), cefdinir, cefixime (flexeril), clavulanic acid, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3), colestyramine (cholestyramine), docusate;senna alexandrina (docusate;senna), estrogens conjugated (enjuvia), estrogens conjugated (premarin), etodolac, guaifenesin, hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levofloxacin (levaquin), lidocaine, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, meloxicam, meloxicam (mobic), methocarbamol (robaxin), methylprednisolone, nystatin, omeprazole (prilosec), orphenadrine citrate, oseltamivir phosphate (tamiflu), permethrin, progesterone (prometrium), ranitidine hydrochloride (zantac), solifenacin succinate (vesicare), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim ds), tizanidine hydrochloride (tizanidine hcl), tramadol and varenicline tartrate (chantix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure") and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). In (B)(6) 2012, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding with blood clots"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced phlebitis superficial ("mondor's disease"). On an unknown date, the patient experienced allergy to metals ("allergy to the metal nickel"). On an unknown date, the patient experienced thrombophlebitis ("thrombophlebitis") and autoimmune disorder ("auto immune disorder"). The patient was treated with estrogens conjugated, and surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding and on (B)(6) 2016, total vaginal hysterectomy with essure removal, placement of pubovaginal slip). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the procedural haemorrhage, loss of consciousness, complication of device insertion, thrombophlebitis and autoimmune disorder outcome was unknown and the allergy to metals, phlebitis superficial and dysfunctional uterine bleeding had resolved. The reporter considered allergy to metals, autoimmune disorder, complication of device insertion, dysfunctional uterine bleeding, loss of consciousness, pelvic pain, phlebitis superficial, procedural haemorrhage, thrombophlebitis and vaginal haemorrhage to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved she had a total vaginal hysterectomy with essure removal and placement of pubo vaginal slip in 2016. It was noted that her side walls were oozy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: assessment: normal results: no acute pelvic or intra-abdominal abnormalities; on (B)(6) 2012: impression: no evidence of acute intra-abdominal or pelvic abnormality.. Hysterectomy - on (B)(6) 2016: result: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy. Hysterosalpingogram - on (B)(6) 2012: assessment: normal results: tubal occlusion confirmed; on (B)(6) 2012: result: there is a small nodular filling defect at the left cornu. This may represent a trapped air bubble. The endometrial canal looks otherwise intact.. Ultrasound scan vagina - on (B)(6) 2014: results: no result provided. ¿concerning the injuries reported in this case, the following one confirmed in patients medical record: dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Reporter's information added. Event: auto immune disorder was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ('during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus'), pelvic pain ('pelvic pain') and vaginal haemorrhage ('severe abnormal heavy vaginal bleeding, huge clots of blood\abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 034f2-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children: boy was 3, girl was 6), mood swings, vaginal dryness, cervical spinal instability, malaise, fatigue, cervical cancer, tubal ligation, cholecystectomy, neck pain, shoulder pain, night sweats, abnormal uterine bleeding and dysplasia. Previously administered products included for an unreported indication: yaz in 2009 and ortho-tri-cyclen in 2003. Concurrent conditions included allergy to metals (allergic reaction to costume jewelry), haemorrhage nos, irregular menstrual cycle, ear ache, coughing, sneezing, musculoskeletal pain, mobility decreased, joint pain, shoulder pain, abdominal pain, diarrhea, orthopnea, chest pain, nausea, right upper quadrant pain, arthralgia, back pain, chills, cough, fatigue, fever, headache, myalgia, pharyngitis, vomiting, acid reflux (esophageal), heartburn, appetite disorder, abdominal cramps, endometrial biopsy, bleeding genital, painful periods, thyroiditis, rash, itching, constipation, dizziness, flank pain, flu, hidradenitis, erythema, chest wall abscess, sneezing, urine incontinence, dyspnea, urinary frequency, nocturia, shortness of breath, stress incontinence, frequency of micturition, micturition urgency, urge incontinence, vaginal bleeding, perineal pain, cystoscopy, hearing loss and uterine prolapse. Concomitant products included amoxicillin, amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin, azithromycin (zithromax), benzocaine (vagisil), beta-lactam antibacterials, penicillins, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane), cefalexin (keflex), cefdinir, cefixime (flexeril), clavulanic acid, colecalciferol (vitamin d3), colestyramine (cholestyramine), docusate;senna alexandrina (docusate;senna), estrogens conjugated (enjuvia), estrogens conjugated (premarin), etodolac, guaifenesin, hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levofloxacin (levaquin), lidocaine, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, meloxicam, meloxicam (mobic), methocarbamol (robaxin), methylprednisolone, nystatin, omeprazole (prilosec), orphenadrine citrate, oseltamivir phosphate (tamiflu), permethrin, progesterone (prometrium), ranitidine hydrochloride (zantac), solifenacin succinate (vesicare), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim ds), tizanidine hydrochloride (tizanidine hcl), tramadol and varenicline tartrate (chantix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure") and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). In (B)(6) 2012, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding with bllod clots"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced phlebitis superficial ("mondor's disease"). On an unknown date, the patient experienced allergy to metals ("allergy to the metal nickel"). On an unknown date, the patient experienced thrombophlebitis ("thrombophlebitis") and autoimmune disorder ("auto immune disorder"). The patient was treated with estrogens conjugated, and surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding and on (B)(6) 2016, total vaginal hysterectomy with essure removal, placement of pubovaginal slip). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the procedural haemorrhage, loss of consciousness, complication of device insertion, thrombophlebitis and autoimmune disorder outcome was unknown and the allergy to metals, phlebitis superficial and abnormal uterine bleeding had resolved. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, complication of device insertion, loss of consciousness, pelvic pain, phlebitis superficial, procedural haemorrhage, thrombophlebitis and vaginal haemorrhage to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved she had a total vaginal hysterectomy with essure removal and placement of pubo vaginal slip in 2016. It was noted that her side walls were oozy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: assessment: normal results: no acute pelvic or intra-abdominal abnormalities; on (B)(6) 2012: impression: no evidence of acute intra-abdominal or pelvic abnormality.. Hysterectomy - on (B)(6) 2016: result: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy. Hysterosalpingogram - on (B)(6) 2012: assessment: normal results: tubal occlusion confirmed; on (B)(6) 2012: result: there is a small nodular filling defect at the left cornu. This may represent a trapped air bubble. The endometrial canal looks otherwise intact.. Ultrasound scan vagina - on (B)(6) 2014: results: no result provided. ¿concerning the injuries reported in this case, the following one confirmed in patients medical record: dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain lot number reported (034f2) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ('during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus'), pelvic pain ('pelvic pain') and vaginal haemorrhage ('severe abnormal heavy vaginal bleeding, huge clots of blood\abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 034f2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children: boy was 3, girl was 6), mood swings, vaginal dryness, cervical spinal instability, malaise, fatigue, cervical cancer, tubal ligation, cholecystectomy, neck pain, shoulder pain, night sweats, abnormal uterine bleeding and dysplasia. Previously administered products included for an unreported indication: yaz in 2009 and ortho-tri-cyclen in 2003. Concurrent conditions included allergy to metals (allergic reaction to costume jewelry), haemorrhage nos, irregular menstrual cycle, ear ache, coughing, sneezing, musculoskeletal pain, mobility decreased, joint pain, shoulder pain, abdominal pain, diarrhea, orthopnea, chest pain, nausea, right upper quadrant pain, arthralgia, back pain, chills, cough, fatigue, fever, headache, myalgia, pharyngitis, vomiting, acid reflux (esophageal), heartburn, appetite disorder, abdominal cramps, endometrial biopsy, bleeding genital, painful periods, thyroiditis, rash, itching, constipation, dizziness, flank pain, flu, hidradenitis, erythema, chest wall abscess, sneezing, urine incontinence, dyspnea, urinary frequency, nocturia, shortness of breath, stress incontinence, frequency of micturition, micturition urgency, urge incontinence, vaginal bleeding, perineal pain, cystoscopy, hearing loss and uterine prolapse. Concomitant products included amoxicillin, amoxicillin trihydrate;clavulanate potassium (augmentin bd), azithromycin, azithromycin (zithromax), benzocaine (vagisil), beta-lactam antibacterials, penicillins, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane), cefalexin (keflex), cefdinir, cefixime (flexeril), clavulanic acid, colecalciferol (vitamin d3), colestyramine (cholestyramine), docusate;senna alexandrina (docusate;senna), estrogens conjugated (enjuvia), estrogens conjugated (premarin), etodolac, guaifenesin, hydrocodone bitartrate;paracetamol (lortab), hydrocodone bitartrate;paracetamol (norco), ibuprofen, levofloxacin (levaquin), lidocaine, medroxyprogesterone acetate (depo provera) since (B)(6) 2012, meloxicam, meloxicam (mobic), methocarbamol (robaxin), methylprednisolone, nystatin, omeprazole (prilosec), orphenadrine citrate, oseltamivir phosphate (tamiflu), permethrin, progesterone (prometrium), ranitidine hydrochloride (zantac), solifenacin succinate (vesicare), sucralfate (carafate), sulfamethoxazole;trimethoprim (bactrim ds), tizanidine hydrochloride (tizanidine hcl), tramadol and varenicline tartrate (chantix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure") and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). In (B)(6) 2012, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding with bllod clots"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced phlebitis superficial ("mondor's disease"). On an unknown date, the patient experienced allergy to metals ("allergy to the metal nickel"). On an unknown date, the patient experienced thrombophlebitis ("thrombophlebitis") and autoimmune disorder ("auto immune disorder"). The patient was treated with estrogens conjugated, and surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding and on (B)(6) 2016, total vaginal hysterectomy with essure removal, placement of pubovaginal slip). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the procedural haemorrhage, loss of consciousness, complication of device insertion, thrombophlebitis and autoimmune disorder outcome was unknown and the allergy to metals, phlebitis superficial and abnormal uterine bleeding had resolved. The reporter considered abnormal uterine bleeding, allergy to metals, autoimmune disorder, complication of device insertion, loss of consciousness, pelvic pain, phlebitis superficial, procedural haemorrhage, thrombophlebitis and vaginal haemorrhage to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved she had a total vaginal hysterectomy with essure removal and placement of pubo vaginal slip in 2016. It was noted that her side walls were oozy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: assessment: normal results: no acute pelvic or intra-abdominal abnormalities; on (B)(6) 2012: impression: no evidence of acute intra-abdominal or pelvic abnormality. Hysterectomy - on (B)(6) 2016: result: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy. Hysterosalpingogram - on (B)(6) 2012: assessment: normal. Results: tubal occlusion confirmed; on (B)(6) 2012: result: there is a small nodular filling defect at the left cornu. This may represent a trapped air bubble. The endometrial canal looks otherwise intact. Ultrasound scan vagina - on (B)(6) 2014: results: no result provided. ¿concerning the injuries reported in this case, the following one confirmed in patients medical record: dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain, lot number- 034f2 . Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), autoimmune thyroiditis ("hashimoto disease") and cervical dysplasia ("cin-2") in a (B)(6) female patient who had essure (batch no. 758631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had hsg." The patient's concurrent conditions included loop electrosurgical excision procedure since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression,") with anxiety and fatigue, feeling abnormal ("brain fog"), weight increased ("weight gain"), eye swelling ("swelling to my eyes") and joint injury ("right knee injuring"). In 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervical dysplasia (seriousness criterion medically significant) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with colecalciferol (vitamin d), iron, levothyroxine sodium (levothyroxin), surgery (supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (leep). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, cervical dysplasia, depression, feeling abnormal, weight increased, eye swelling, joint injury and menorrhagia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, eye swelling, feeling abnormal, joint injury, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter commented: initially, consumer stated that essure caused many things. Auto immune disease, hashimoto disease diagnosed in 2012. She experienced anxiety, depression, took 4 different thyroid medications and 3 different depression medications. She also experienced brain fog, weight gain (and would lose it and then gain it right back), fatigue and could not work. She will probably have to have a hysterectomy (plans to have it removed if insurance would pay). She also reported swelling eyes. She went to gastroenterologist and started on iron and vitamin d supplements. She was on iron infusions, was taking weight loss pills and tirosint for the hashimotos disease. She also mentioned that she had an MRI (magnetic resonance imaging) to her right knee after injuring it. Physician then reported she was seen on (B)(6) 2011 for colposcopy and was told to schedule hsg. On (B)(6) 2011, she was seen for leep (loop electrosurgical excision procedure) - cin 2 (cervical intraepithelial neoplasia). Physician did not have any records of any visit after that (she did not show for appointment on (B)(6) 2011). So, he was unable to verify any adverse event (thus events medically not confirmed). It appears she sought care from another provider. In follow up report via lawyer the mentioned events were: chronic pelvic pain, excessive and abnormal bleeding during menstruation, and extreme fatigue, all considered related to essure. On (B)(6) 2016, supracervical hysterectomy and bilateral salpingectomy were performed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2011: cin2. Nuclear magnetic resonance imaging - on (B)(6) 2011: right knee injury . Quality-safety evaluation of ptc: ptc global number (B)(4). Lot number 758631, manufacturing date jul-2010, expiration date jul-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with hashimoto disease and cin2 (cervical intraepithelial neoplasia grade 2). She also reported chronic pelvic pain. Coils were removed approximately 5 years after insertion. Pelvic pain is anticipated in the reference safety information for essure while hashimoto disease and cin2 are unanticipated. Cervical dysplasia refers to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the sexually transmitted human papillomavirus (hpv). In this particular case, patient was treated for cervical dysplasia 3 months after essure insertion. Considering cervical dysplasia pathophysiology, the reported event was considered unrelated to essure therapy. The same assessment is given for hashimoto disease (considering its nature and the local effect of essure in the fallopian tubes). Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (supracervical hysterectomy and bilateral salpingectomy). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural haemorrhage ("during the procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus"), loss of consciousness ("prescribed medication essentially rendered her unconscious, throughout the procedure"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("severe abnormal heavy vaginal bleeding, huge clots of blood") in an adult female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (two children: boy was (B)(6), girl was (B)(6)) and allergy to metals (allergic reaction to costume jewelry). Previously administered products included other methods of birth control for contraception with an associated reaction of therapeutic product ineffective. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced procedural haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), loss of consciousness (seriousness criterion medically significant) and complication of device insertion ("prescribed medication essentially rendered her unconscious, throughout the procedure"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("allergy to the metal nickel") and phlebitis superficial ("mondor's disease, thrombophlebitis"). The patient was treated with progesterone (prometrium), estrogens conjugated, surgery (on (B)(6) 2012, endometrial ablation of uterus due to profuse procedural bleeding) and surgery (on (B)(6) 2016, total vaginal hysterectomy with essure removal). In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the procedural haemorrhage, loss of consciousness and complication of device insertion outcome was unknown and the allergy to metals and phlebitis superficial had resolved. The reporter considered procedural haemorrhage, loss of consciousness, complication of device insertion, pelvic pain, vaginal haemorrhage, allergy to metals and phlebitis superficial to be related to essure. The reporter commented: since her hysterectomy and the removal of the device, her symptoms and her mondor's disease have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was tubal occlusion confirmed (normal). On (B)(6) 2012: computerised tomogram abdomen result was no acute pelvic or intra-abdominal abnormalities (normal). On (B)(6) 2014: ultrasound scan vagina result was no result provided. On (B)(6) 2016: vaginal hysterectomy: the uterus was examined and noted to have essure coils in the corneal area. The sidewalls were examined and noted o be slightly oozy on (B)(6) 2014: endometrial biopsy: focal stromal breakdown consistent with bleeding. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who during essure procedure, the bleeding was so profuse, physician was forced to perform an endometrial ablation of uterus (procedural haemorrhage). In addition, throughout the procedure, prescribed medication essentially rendered her unconscious (loss of consciousness). She also experienced pelvic pain and severe abnormal heavy vaginal bleeding, huge clots of blood, which forced her to have a hysterectomy and essure removal. Consumer stated she had recovered after surgery. Loss of consciousness is unanticipated whereas other events are anticipated in essure's reference safety information. As loss of consciousness occurred due to prescriptions used for essure procedure, it was considered a complication of essure insertion. Also bleeding may occur within 24 hours following the essure procedure. Therefore, both the events were considered related to essure. Pelvic pain and abnormal vaginal bleeding/changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between them and essure were considered related. This case was regarded as incident, due to the surgical interventions required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.